Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that  the patient had been feeling zapping in their feet and that became uncomfortable. No further complications were reported at this time.